Event description:
I had essure put in me on (B)(6) 2012. My health issues started within 6 month to year after having them placed. My periods were everywhere and painful and heavy. I also have a rash that I never had before. My vitamins b12 and d are low in numbers. Bladder infection and also yeast infection. I had to have surgery to remove my tubes and the essure on (B)(6) 2018.